Manufacturer narrative:
Initial reporter address updated in e tab. Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 3 unsealed 20ga x 1.00in. Insyte autoguard bc winged units from lot number 4222721. All 3 units were received retracted and with media. No catheter was provided. A visual inspection was provided for any damages to the spring, needle hub, barrel, cannula, button, or dry adhesive. No damages were discovered. The units were placed back into initial position and the button was activated. All 3 units retracted successfully and in less than 1 second. We were unable to confirm your reported issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa #.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: ¿I was given 5 more (9 + catheters failing total) from the nwch ed - they are all the same lot # 422721. I was also told acute care and or have had ¿sticky¿ issues with needle retraction. They have not saved them nor, put in a safe connect. The nurse manager of acute supplied these lot numbers in use at this time: west: 4220015, 4222721 east: 4123610, 4102957, 3361863, 4037545. No packaging/devices were saved on those units.¿ no reported patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.